Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 42 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer last changed her infusion set the day prior to the event. The customer was disconnected during priming. The customer stated that she was over bolused to correct for a high blood glucose reading. The customer stated that without consulting with her doctor, she has been making changes to the programming on the insulin pump to correct for high blood glucose levels. The customer was advised to discuss her programming with her doctor. Nothing further was reported.